Manufacturer narrative:
Section d4: device serial number and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during ventricular assist device (vad) interrogation a ¿no external power¿ alarm was noted. The patient stated that they did not accidently disconnect both power cables and was not aware of any power outages that happened while at the acute rehabilitation unit they were in nor any alarms at the time of the event. The log file captured no external power events on (B)(6) 2024. This was said to be caused by power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Section b5: correction - the mpu was returned and evaluated under MFR 2916596-2025-00322. Section d4 - lot number: corrected. Section h4: corrected. Manufacturer's investigation conclusion: the reported event of a loss of external power was confirmed via log file analysis. Data was reviewed from the reported event date of 03dec2025. At 07:02:43, no external power alarms activated consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The no external power alarm resolved when power was restored to the mpu at 07:02:47. This sequence of event repeated at 07:32:12 and resolved at 07:32:16. The backup battery supported the system as intended during both events. Provided information indicated that a v-lock connector was in use at the time of the events, but that it was not known if the plug came loose at the wall, from the unit, or if there were environmental circumstances that would have caused the losses of external power. The root cause of the loss of external power was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviation from manufacturing or qa specifications. The mpu was manufactured with a v-lock ac power cord. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was unsure if the ac power cord came loose at the wall outlet or from the back of the unit and if there were environmental circumstances that would have affected ac power at the time of the event. It was also noted that the mpu did have a v-lock connector on the ac power cord. The mpu was exchanged and sent back to abbott for further evaluation and repair relating to cs-206708.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.